Event description:
On (B)(6 )2013, it was reported that on (B)(6) 2013, the pt's infusion device displayed w2 (battery low) and e2 (battery empty). The pt changed the battery and had to reset the date and time. Her blood glucose level was elevated at that time. On (B)(6) 2013, the pt's blood glucose level was 200-250 mg/dl. She tried to correct the elevated levels with the infusion device after changing the accessories, but it was not successful. On the morning of (B)(6) 2013, her blood glucose level was 250 mg/dl. The pt thinks the infusion device does not properly deliver insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and battery cover passed the optical inspection. The used returned infusion set was visually inspected and tested for flow and tightness. The headset meets specifications, and an occlusion with insulin was found behind the connector needle of the transfer set. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.